Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated patient and qc results are showing imprecision on the axsym troponin-I adv assay, and the low control is intermittenlty out of range high. Two patient results were questioned by a physician. No impact to patient management was reported.